Event description:
It was reported that the right atrial (ra) lead exhibited undersensing that resulted in inappropriate pacing at times. The ra lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Continued from d10: 6947m62 lead, implanted: (B)(6) 2019. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additionally, the clinic disclosed that the patient was seen in office a few weeks after the patient' visit to a hospital emergency room (ER) and no action was taken. The clinic noted that during the patient's hospital ER visit, the patient was started on antiarrhythmic medication.